Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the inability of the needle to retract. No damages were observed to the tip of the formed needle. The exposed needle can be confirmed as the cause of the reported pain during insertion. Blood was observed on the adhesive pad. No damages were observed to the tip of the formed needle. The exposed needle can be confirmed as the cause of the reported bleeding/bruising. The hard cannula was observed to be bent. It could not be determined when this damage to the hard cannula occurred. Excess material was observed on the slide retract. This damage to the slide retract was caused by the incorrect installation of the hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to the 250 mg/dl range. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn between 5 and 6 hours at the infusion site (abdomen). Pain and bleeding were also reported at the infusion site. As treatment, the pod was removed.